Manufacturer narrative:
Evaluation summary: the reported event that the packaging is punctured could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The event was caused by a local overloading of the packaging. The packaging was damaged by a localized load. Since the inside of the cardboard box has visible traces of the thread we can assumed that the box was local overloaded. Due to the selective pressure on the big thread both tyveks were damaged. The packaging was damaged after production because the packaging was also damaged from the outside. All finished products were visually checked before they were shipped to the customer. Indications for any material, manufacturing or design related problems were not determined in the investigation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.

Event description:
It was reported that the packaging is punctured.

Event description:
It was reported that the packaging is punctured.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.